Event description:
It was reported the camera head had a scope communication error - e224 error. There were no reports of patient harm.

Manufacturer narrative:
E1. Facility name: (B)(6). To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed: due to poor contact of electrical contact, error code e224 (communication error) was displayed (image was shown). No additional findings were observed. A device history review DHR was conducted, and no issues were identified. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a scope communication error e224 error. There were no reports of patient harm.